Event description:
The patient had a right femoral artery closed with a 6f angio-seal vip. Three weeks post-deployment, the patient continued to experience leg pain. An angiogram revealed a foreign object was seen in the bifurcation of the right common femoral artery at the previous puncture site. The physician believed that the angio-seal was occluding the vessel. Surgery was performed on (B)(6) 2015 where a patch repair of the common femoral artery was performed. Pedal pulses were good after the surgery and the patient was scheduled to go home.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.